Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045775. The feedback provided by the customer suggests an occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22045775 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that bd alaris smartsite needle-free valve was blocked. The following information was provided by the initial reporter in chinese: on (B)(6) 2023, when the infusion was completed and the tube was sealed, it was found that the infusion connector was blocked, and a new one was immediately replaced.

Event description:
It was reported that bd alaris smartsite needle-free valve was blocked. The following information was provided by the initial reporter in chinese: on (B)(6) 2023, when the infusion was completed and the tube was sealed, it was found that the infusion connector was blocked, and a new one was immediately replaced.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.